Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the retaining wing on the mrx battery was weak and preventing the battery from properly snapping into place. It was noted that the issue had subsequently caused the device to lose power during use. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.